Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
Top portion discarded.

Event description:
The dentist reported the screw broke off in the implant. Part of the screw is still in the implant, and implant remains placed.